Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intraoperatively, when the cochlear implant was removed and replanted the wound was closed with 4.0 suture. When the first stitch was sutured, the suture and needle were detached and could not be used. Another needle was used to resolve the issue. There was no patient injury.